Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient was taking medication containing hydroxyurea, which is off-label usage of the device. On (B)(6) 2023, it was reported by the patient's spouse that the patient experienced inaccurate cgm values which occurred one day after sensor had been inserted in the abdomen. At 2 a.m in the morning of the event, the patient was making noise during sleep, and the reporter checked the patient's cgm which read 102 mg/dl. From looking in the patient's eyes the reporter could tell something was amiss, so she called 911. When paramedics arrived, the bg was 33 mg/dl and the patient was treated with unspecified IV sugar solution and recovered after treatment. After paramedics left, the patient ate carbohydrates and went back to sleep. There was no documentation of further medical intervention. At the time of contact, it was indicated that the patient¿s condition was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.